Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient stated that her lead became dislodged and may not be working. The patient was unable to reattach the lead. It was reported that the lead was caught on her son¿s suv. No further complications were anticipated/reported.